Manufacturer narrative:
The used device and the lens were returned inside the opened carton. The lens was returned inside an opened tegaderm product. The optic was cut into three portions. Both haptics are intact and undamaged. There was no fiber or foreign material observed. The used device was returned loose in the opened carton. The lens stop and plunger lock were removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was retracted to mid-nozzle. The anterior beveled edge of the nozzle tip was slightly bent backward. There was no fiber or foreign material observed. Product history records were reviewed and documentation indicated the product met release criteria. A qualified viscoelastic was indicated. It is possible that potentially a fiber may have become lost in transit due to being returned in an opened tegaderm product. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported during an intra ocular lens implant procedure, the lens was having a fiber on it and it was not used. There was patient contact noticed. Additional information has been requested and received which states the lens was removed from the eye and replaced with a new lens during the initial procedure.